Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator, specifically a pain stimulation implantable pulse generator (ipg), experienced issues with its battery running out of power rapidly. The patient indicated that since the first day of the implant, the battery required frequent recharging, with the controller showing that the battery depleted in less than a day. The patient was advised to consult their healthcare provider for further assistance. No patient complications have been reported as a result of this event.